Event description:
The patient performed a blood glucose test on the suspect device and obtained a result of 497 mg/dl. Patient then took additional insulin. Patient later felt like patient was having a stroke - leg and face numbness and dizzy. Patient called 911. Upon arrival the emergency medical technicians checked patient's blood glucose at 76 mg/dl with their equipment. Patient was taken to the ER and their glucose was then 22 or 23 mg/dl. Patient was treated with a glucose IV and fed. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.